Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by post-prandial gastro-intestinal disturbances further described as stomachache, vomiting, and diarrhea. The day after the manifestations began the patient presented to the emergency room was subsequently hospitalized and diagnosed with peritonitis. Treatment was not reported. At the time of this report, the peritonitis was resolving, the patient was recovering and extraneal/physioneal/nutrineal therapies were ongoing. No additional information is available.